Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a knife had a dull blade. There was no report of any patient impact. Additional information has been requested. Additional information received clarified that the dull knife blade was noted during surgery. An alternate knife was obtained in order to complete the procedure. It was confirmed that there was no harm to the patient.